Manufacturer narrative:
D3: corrected. D9: 3/6/2025. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested but the customer reported complaint was unable to be verified as there was no over temp problem and the device would not alarm. Additionally, the led and standoffs were missing from the pcb. The pcb was replaced. Device passed all functional testing after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that device was not alarming, and over temperature during set up. There was no delay in therapy. There were adverse events reported as a result of the event.